Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the chair pulling to the left. Additionally, the left seat rail was very slightly bent, but was still able to align into the h-blocks. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the chair pulling to the left. The rep states the chair was being assessed for a veteran when the chair was noticed to be pulling to the left. The provider states once weight was applied, the chair pulled even harder to the left.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The rep states the chair was being assessed for a veteran when the chair was noticed to be pulling to the left. The provider states once weight was applied, the chair pulled even harder to the left.